Event description:
Patient had vad implanted as bridge to transplant. After surgery, the md was unable to interrogate the ICD. The next day, the tech was also unable to interrogate ICD. One week later, the company rep attempted to interrogate and was also unsuccessful. This was followed by vad coordinator, company rep and tech's repeated attempts to interrogate. Interaction between vad and ICD prevented ICD from being turned on. This is a known interaction between programmer and st. Jude ICD in conjunction with heartmate ii due to use of same frequency. Since there was no work-around for the telemetry problem the ICD remains in the patient, off and unable to be interrogated. The patient is stable at this time.====================== manufacturer response for ICD, st. Jude v-243 atlas======================company rep here for several attempts to trouble shoot. Unsuccessful.